Event description:
It was reported that on (B)(6) 2021, the patient underwent removal surgery due to a broken trochanteric fixation nail advanced (tfna). Procedure was completed successfully without any surgical delay. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). Helical blades, perforated, sterile (part:04.038.400s; lot# unknown; quantity: unknown). This report is for one (1) unk - screws: locking. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Occupation: reporter is a j&j sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Visual inspection: the unknown - screw (p/n: unk, lot number: unk) was received at us cq. Upon visual inspection at cq, it was observed the threaded end of the screw was broken and broken fragment was not returned. Rest of the screw shows normal wear consistent with the device use which would not contribute to the complaint condition. No other issues were observed with the complaint device. Dimensional inspection: drawing: 04_005_516 rev g. Feature: head outer diameter. Specification: 7.9 mm +/-0.5 mm. Measured dimension: 7.90 mm. Result: conforming. Measurement device: caliper ca802. Document/specification review: the exact manufactured date of the device was not identified, also the part number could not be definitively determined. However, based on the light green color coding, head shapes, flutes, and mating nail 04.037.159s, the screws are likely from the 04.005.5xx family. Thus, the drawing for this family was reviewed. 5.0mm locking screw: 04_005_516 rev g was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause for the reported condition could be due to unintended force applied to the complaint device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: lot number is unknown, and therefore, DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4) no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.